Event description:
It was reported this was a venotomy closure of the femoral vein using the pre-close technique via a 7fr sheath hole prior to mitraclip intervention procedure. Reportedly, the prostyle device could not be introduced through the access hole into the vessel. The access site was dilatated with an 10fr introducer sheath and the prostyle device was deployed. The prostyle device could not be removed, and manipulation was attempted. The prostyle device foot and the proximal guide separated from the distal part of the guide. When the proximal part of the device was removed the deployed suture with the knot intact, was coming out of the access site. A cut down was done to remove the distal part of the prostyle device. The lever was down; however, the foot was still open. No vessel damage occurred. The artery was sutured closed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records could not be conducted, nor a review of lot related similar incidents, because the product was not returned for evaluation and the lot number was not reported. The root cause of the reported difficulties could not be determined. The subsequent treatments are related to circumstances of the procedure. In this case, it is possible. The angle of insertion, and/or interference with the patient anatomy as evidence by the reported, ¿difficult to introduce the prostyle through the access hole¿, may have created a crack or break but not separation of the guide from the foot. The separation may have then occurred when opening the lever or depressing the plunger to deploy the needles. A suture retrieval issue would result. During the manipulation of the device to remove it from the anatomy (as was reported) likely then separated the foot from the distal guide portion. Both the separated foot, and/or the suture still in the o¿-ring, would prevent the device from removal and leave suture below the access site as was indicated by ¿the deployed suture with the knot intact, was coming out of the access site¿. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.